Manufacturer narrative:
Investigation summary: photo or sample were not provided to aid in our quality engineer¿s investigation. Two retained samples passed testing for needle tip puncture force, catheter lubrication, and catheter puncture force. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), the nurse placed indent needle for the patient. After indentation, puncturing was failure and vascular puncturing were found, and the needle was extracted. After examination, barbs were found in the middle section of the catheter, and the indwelling needle was re-placed, which had increased the pain of the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) the nurse placed indent needle for the patient. After indentation, puncturing was failure and vascular puncturing were found, and the needle was extracted. After examination, barbs were found in the middle section of the catheter, and the indwelling needle was re-placed, which had increased the pain of the patient.